Event description:
It was reported that the customer experienced issues with decreased touch screen responsiveness on their insulin pump, which unexpectedly switched to the bolus screen. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting assistance.